Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and after multiple interventions determined that the ise (ion selective electrode) buffer syringe was the cause of the failure. The fse replaced the ise buffer syringe which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported obtaining three (3) erroneously low patient results for sodium (na) involving their au480 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. The customer repeated the samples on another analyzer to obtain normal results. The customer indicated the difference between the initial and repeat result was approximately eight (8) units, which was comparable to repeat results from the other analyzer and was consistent with the patient's clinical presentation. There was no report of change to treatment, injury, or death associated to this event.